Manufacturer narrative:
The reported complaint of error message user advisory - ua16 (timeout moving to take-up position) on the autopulse platform (serial # (B)(4) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to a seized brake gap on the drive train motor. There was no rust or corrosion in the brake housing area to conclude that the cause of the brake gap to become faulty or wear and tear is excluded as the cause since the device is only 3 years old, not passed its service life of 5 years. However, mishandling can not be ruled out due to damages found on the returned autopulse platform. During visual inspection, unrelated to the reported complaint, a damaged front enclosure and a battery clip on the returned autopulse platform was observed. These types of damages was likely attributed to mishandling. The damaged front enclosure and battery clip were replaced. During archive data review, multiple ua16 error messages were observed on the reported event date. Thus, confirming the reported complaint. The initial functional testing of the returned autopulse platform failed due to ua16 (timeout moving to take-up position) displayed upon powering on. To remedy the reported issue, the seized brake gap identified was un-seized by cleaning it with alcohol. After service cleaning, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4) was reported on (B)(6) 2017, ua16 was due to seized brake gap and was cleaned to remedy the issue.

Manufacturer narrative:
Zoll has received the auto pulse platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported that the auto pulse platform (serial #33500) displayed user advisory - "(ua) 16" (timeout moving to take-up position) error message upon power up. User was unable to clear error message. No patient involvement.